Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "vial adapter potential spike short-short - syringe-vial and adaptor system pressure irregularity" could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite 13mm vial access device broke. The following information was received by the initial reporter with the following verbatim. It was reported by customer that vial adapter potential spike short-short - syringe-vial and adaptor system pressure irregularity.

Manufacturer narrative:
Additional information received description: consumer calling to report a ae and pqc for winrevair. Caller states that she was unable to complete the preparation of her dose. She receives two (45 mg vials) and her dose is 1.6 ml. The issue being reported is with one of the syringe and vial adapters. Patient states that she had difficulty with injecting the sterile water into one of the vials. She was able to attach the syringe to the vial adapter, however at that point she states "cannot push the plunger to inject the diluent into the medicine." She will miss her dose on (B)(6) 2025 and accredo has arranged to overnight a replacement scheduled for delivery on (B)(6) 2025. Patient also states that while on the winrevair she has experienced a headache and fatigue. Consumer states that accredo advised her to call merck to arrange for a replacement to be shipped directly to her for her next dose. No additional details provided and consumer stated that she is unable to remain on the line to provide any additional information. Caller states that she will be able to return the product. She will not be able to take pictures to email to the mnsc. Cr case created, see case # (B)(4). Date pqc observed: (B)(6) 2025.

Event description:
Additional information received description: consumer calling to report a ae and pqc for winrevair. Caller states that she was unable to complete the preparation of her dose. She receives two (45 mg vials) and her dose is 1.6 ml. The issue being reported is with one of the syringe and vial adapters. Patient states that she had difficulty with injecting the sterile water into one of the vials. She was able to attach the syringe to the vial adapter, however at that point she states "cannot push the plunger to inject the diluent into the medicine." She will miss her dose on (B)(6) 2025 and accredo has arranged to overnight a replacement scheduled for delivery on (B)(6) 2025. Patient also states that while on the winrevair she has experienced a headache and fatigue. Consumer states that accredo advised her to call merck to arrange for a replacement to be shipped directly to her for her next dose. No additional details provided and consumer stated that she is unable to remain on the line to provide any additional information. Caller states that she will be able to return the product. She will not be able to take pictures to email to the mnsc.

Manufacturer narrative:
It was reported by customer that vial adapter potential spike short-short - syringe-vial and adaptor system pressure irregularity. Two glass syringes, two vial access devices and two empty medicine vials arrived at bd brea lab. Sample was inspected by r&d and the (B)(4) manufacturing personnel, no damage was observed in the vial access device, and fluorosilicone is observed in the pieces received. A flow test was carried out using outlet flow equipment and a validated test method. An occlusion was identified in one of the samples received. After the occlusion was identified, additional tests were preformed an foreign matter was observed in the box kit, glass syringe, vial and needle. The root cause of the occlusion in the vial access device could be related to the foreign matter observed inside the fluid path during the investigation of the sample. This issue was not found to be due to the manufacturing process. A corrective and preventative action was opened due to an increase of customer complaints reported for flow issues. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.